Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico products. There have been further complaints reported with this failure mode in the past three years. The device was used in treatment. As no samples were returned, a product evaluation could not be carried out. It is recommended that dressings are changed around every 3 days but in some cases may be left in place for 7 days. If the adhesive integrity is compromised due to prolonged wear, the surgical site may be susceptible to external contamination. A clinical investigation concluded: the data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. As the product code is unknown, a review of the device labelling could not be carried out. The risk files for pico contain multiple failure modes and harms that could lead to scarring such as loss of negative pressure benefits, burns and wound deterioration. Unfortunately without any relevant information present in the complaint, a thorough review cannot take place. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the aim of the study was to evaluate wound healing in patients after an off-pump coronary artery bypass grafting procedure, using the internal mammary artery, treated with negative pressure wound therapy system. Immediately after the surgical procedure, a dressing system pico (smith&nephew) that contained an absorbing layer, using continuous negative pressure, was applied in 40 patients for up to 6 days after the surgery (group p). A control group was composed of 40 patients in whom conventional wound dressings were used (group c). There were three cases of hypertrophic scar in the treatment group. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.